Manufacturer narrative:
The device has been returned and an investigation into the cause of the complaint will be conducted. A followup will be submitted if required.

Event description:
According to the patient's son, the device seized up at approximately (B)(6) 2024.the patient did not have a back up unit as the rove 6 was marketed to replace her stationary unit and poc. He indicated that the sales rep told is mom to get rid of the home unit and replace with the $5000 rove 6. Patient utilized a nebulizer until the ambulance arrived which took her to the hospital. Patient was hospitalized and passed away on (B)(6) 2024 during the hospitalization. The patient's son was unable to elaborate on the cause of death from hospital's perspective; however, he indicated that the issue with oxygenator caused the death of her mother. The patient was on o2 therapy for pulmonary htn and among other lung issues. The unit was set to 2 and he indicated that his mother may have been on a higher number at the time of the event. The unit was returned to inogen.